Event description:
It was reported that the patient developed an infection at the infusion site (arm) after wearing the pod. The patient went to the hospital and received antibiotics to treat the infection. No additional information was provided regarding symptoms of the infection, length of stay at the hospital or the name of the antibiotics that were prescribed. Update 14jan2025: patient called back and reported that when placing the pod the infusion site began feeling painful and numb and when removed the site had a bruise. The patient went to the hospital and was put on intravenous fluids for a potential bacterial infection, "but she is not sure." The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Updated b5: updated h6 - adverse event problem health effect - clinical code with new allegations and type of investigation with information that pod has been discarded.

Event description:
It was reported that the patient developed an infection at the infusion site (arm) after wearing the pod. The patient went to the hospital and received antibiotics to treat the infection. No additional information was provided regarding symptoms of the infection, length of stay at the hospital or the name of the antibiotics that were prescribed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.